Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported downstream occlusion which was not reproduced during evaluation. A review of the event history log identified "downstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The device was found to function as designed with relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.